Manufacturer narrative:
.

Event description:
It was reported that the patient did very well with vns therapy the first year and then started having increased seizures. The patient's vns device settings were adjusted since then and patient is doing better. No other relevant information was received.